Event description:
Received info that during an epicardial left ventricular (lv) lead implant procedure, the lead was placed however the first position did not yield good measured data so the physician elected to reposition the lead. When the lead was removed, a perforation was observed in the lv wall. The pt passed away as a result of the epicardial lv lead implant procedure.

Manufacturer narrative:
The returned product was analyzed for insulation integrity, dc resistance and dimensional requirements. Results demonstrated that device met all specifications. All traceability and process controls were reviewed and evidence indicated that this device met all specifications prior to leaving greatbatch medical. Unable to determine whether the event was related to device performance, pt condition, or surgical technique. The returned device met all greatbatch medical dimensional, electrical and visual requirements.